Event description:
It was reported that radioactive isotopes would not completely flush from a one-link catheter extension set. This occurred during infusion. The radioactive isotopes were infused manually and then the line was flushed manually. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.